Manufacturer narrative:
Additional details were provided, and it was clarified that the battery would not hold a charge or allow the device to operate in battery mode if the alternating current (ac) power cord is not connected. The customer was provided with a quote for evaluation/repair.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The work order for repair was cancelled, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a battery that was non-functional. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator had a battery that was non-functional. The se noted that the battery would need to be replaced. Investigation ongoing / resolution pending.

Manufacturer narrative:
E:(B)(6).

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A quote was provided to the customer; however, the quote expired, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.